Event description:
Reference MFR. Report number: 3006705815-2019-02292. Additional information received that patient underwent surgical intervention where in both the leads were explanted and replaced. Post-operatively effective therapy restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-02292. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be undertaken to address the issue.